Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is known complication associated with mitraclip procedures. Based on available information, a cause of reported 'positioning failure' (leaflet grasping) resulting in tissue injury couldn't be determined. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was advanced to the mitral valve. However, grasping was unsuccessful. After several grasping attempts a tear was observed on the anterior mitral leaflet. The clip was not implanted. Another clip was implanted, treating the tear and reducing mr to 1. No additional information was provided.

Event description:
Subsequent to the intial report, the following information was received: patient ID: (B)(6). On (B)(6) 2021, after the procedure, the patient had complete paralysis in the left arm and leg when awakening from general anesthesia. Magnetic resonance imaging revealed an acute cerebral infarction. Per the physician, the cause of the stroke is due to pre-existing thrombus in the left ventricle that flowed into the brain at the time the clip got caught in chordae. The stroke is related to the intervention but is not related to the mitraclip. Medication was given and the paralysis resolved on (B)(6) 2021. No additional information was provided.

Manufacturer narrative:
Nana.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported mitral regurgitation (mr) is a cascading effect of the reported tissue injury. The cause of the reported heart failure (hf) is due to worsening patient condition. The reported patient effect of mr and hf are listed in the instructions for use (IFU), and are known complications associated with mitraclip procedures. The reported medical intervention, hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: type of investigation 4117 removed.

Event description:
Subsequent to the previous reports, the additional information was received: 5 days following the index procedure, moderate recurrent mitral regurgitation (mr) was noted. Reportedly, the recurrent mr was considered a worsening/tear of the initial perforation associated with unplanted, ntw mitraclip. The patient was stable and medical treatment continued. On 06/14/2023, the patient was hospitalized with severe mr and leaflet damage. The patients heart failure had worsened, and he decided to undergo additional intervention. During this hospitalization, a mitral valve replacement was performed along with tricuspid annuloplasty and a left atrial appendage amputation. The event resolved.